Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No failed battery test alarm was noted. All operating currents were within specification. The off no power alarm functioned properly. The pump passed the self test. However, the pump had minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a failed battery test on the insulin pump. Customer's blood glucose level was 152 mg/dl. Customer stated that he keeps replacing the battery and it keeps saying failed battery test. Troubleshooting was performed and the customer did not receive a failed battery test. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.